Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during basal delivery. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the alarm was cleared and insulin delivery was resumed. Customer continued to use the pump for insulin therapy. Customer's blood glucose was 110 mg/dl.